Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the device. The customer was advised to contact support again if the issue recurred and confirmed their understanding.